Event description:
It was reported, that on (B)(6) 2024. The patient, underwent an orif surgery. For a bimalleolar fracture of the ankle. In the surgery, the lcp distal fibula plate and the fibulink were used in combination. When using the fibulink, the connection between the fibula link and tensioning cap seemed to be made when the status was checked by image intensifier. And the surgeon also, felt the connection was made. However, it was found, that the connection was not made, when the silver and gold guide tubes were removed. The sales rep suggested, that the surgeon reinsert the silver and gold guide tubes, reattach the tensioning cap and then remove the tibia screw. However, the surgeon abandoned those procedures, because of the limited hemodilution time and procedural difficulties. The surgeon remained the tibia screw in the bone and closed the wound. The surgery was completed successfully within 30 minutes delay. The surgeon determined, that there was little instability between the tibia and fibula. And that fixation had no problem. The plate was used in combination of the fibulink, but had no problem. The surgeon commented, that the sensations felt with the demonstration products were different from those felt, during an actual operation, making it difficult. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: if information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: part:04.112.145s; lot:9l57373; manufacturing site: werk selzach; supplier: (B)(4); release to warehouse date:05 july 2022; expiration date: 01 july 2032. Non-sterile part # 04.112.145; non-sterile lot # 814p484; manufacturing site: werk selzach; supplier: (B)(4); release to warehouse date:14 jun 2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the patient was stable. No other medical intervention was required and no removal surgery was performed.